Manufacturer narrative:
The reported event of ¿guide wire is pierced through the middle of the lead¿ was confirmed. As received, a complete lead with a stuck guidewire was returned in one piece for analysis. Visual inspection found two punctured holes on the lead body insulation at the distal region consistent with perforation with guidewire. The cause of the reported event was due to lead body insulation perforated by guidewire consistent with procedural damage. Unable to perform guidewire insertion test and measure the s-curve hump height at the distal end due to guidewire stuck and perforated the inner coil and lead body insulation.

Event description:
It was reported that the patient presented for a new implant. It was noted that when a guidewire was inserted into the left ventricular (lv) lead, the guidewire pierced through and exited through the middle of the lv lead. The physician questioned the integrity of the lv lead. A second lv lead was attempted multiple times, but parameters were not very good, no pacing was observed. The physician suspected a malfunction on this 2nd lv lead. The operation was longer than normal due to patient anatomy but there was no significant delay in the procedure. The 2nd lv lead was removed. The patient's heart failure was aggravated by lying for too long and the physician opted for a different surgical method to complete the operation. The patient was stable.